Event description:
New information received states the lead was explanted and replaced.

Manufacturer narrative:
.

Event description:
It was reported that during follow-up, an alert for high, out of range pacing lead impedance, oversensing of noise, and increased capture threshold were observed. The noise was reproduced with arm movements. No lead anomalies were seen on x-ray. Lead replacement was recommended.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A bend in the lead tip near the ring electrode was noted at 63.7cm from the connector pin, upon receipt. Further evaluation noted the ptfe liner of the inner coil was damaged at 2.5cm from the distal tip. This is consistent with the observations from the field of noise and oversensing. The reported field events of high capture threshold and high lead impedance were not confirmed in the laboratory.